Event description:
It was reported that an ilet pump presented a restart 41 alert with repeated ¿unable to proceed¿ messages during dry run attempts, and a change insulin alert persisted despite dismissing the alert and restarting the pump; the event aligned with a failure to infuse and was associated with the firmware component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications problem consistent with a failure to infuse and traced to the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.